Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulsetm catheter, and the patient experienced cerebral infarction, cerebrovascular accident (cva) / stroke. The patient who underwent a procedure on (B)(6) 2025 experienced a cerebral infarction. It was heard there are no sequelae. The patient did not require extended hospitalization. It is unclear why it occurred. There were no abnormalities observed prior to or during use of the product. The number of ablations was 27 times. Direct current (dc) cardioversion was implemented. The activated clotting time (act) was maintained above 350. No thrombus was adhered to the catheter. The neurological impairment event that occurred was cerebrovascular accident (cva)/stroke, and the patient presented neurovascular symptoms post procedure. The patient¿s symptoms resolved with no sequelae remained. The outcome of the adverse event was fully recovered (no residual effects). Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if there is a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instruction for use (IFU)s are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulsetm catheter, and the patient experienced cerebral infarction, cerebrovascular accident (cva) / stroke. The patient who underwent a procedure on (B)(6) 2025 experienced a cerebral infarction. It was heard there are no sequelae. The patient did not require extended hospitalization. It is unclear why it occurred. There were no abnormalities observed prior to or during use of the product. The number of ablations was 27 times. Direct current (dc) cardioversion was implemented. The activated clotting time (act) was maintained above 350. No thrombus was adhered to the catheter. The neurological impairment event that occurred was cerebrovascular accident (cva)/stroke, and the patient presented neurovascular symptoms post procedure. The patient¿s symptoms resolved with no sequelae remained. The outcome of the adverse event was fully recovered (no residual effects). No observations such as intracardiac excessive microbubbles were observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was in atrial fibrillation. Two catheters were used for the procedure, one octaray and one varipulse. Both catheters were used during the procedure. Adverse event visual symptoms persisted for about a week. The patient was referred to a neurosurgeon, and the current patient's condition is unknown. Magnetic resonance imaging (MRI) was performed and a lesion of 10-15 mm has been identified in the occipital lobe. Computed tomography (CT) scan was performed. The patient¿s symptoms resolved. No sequelae remained. The procedure was new for persistent afib. No history of stroke. Rhythm during the procedure was af. The patient did not have any anatomical abnormalities. No ablation was performed outside of the pulmonary vein isolation (pvi).

Manufacturer narrative:
Correction: on 15-sep-2025, it was noticed the following codes were incorrectly reported in the 3500a supplemental (follow-up) medwatch report #2. The incorrect codes were reported in field h6. Investigation conclusions (code: "cause traced to user - d11") and h6. Investigation findings (code: "usage problem identified - c23") please consider these codes removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).